Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implant procedure, noticed a small split in the material at the optic-haptic junction, the same lens implanted and remained in patient eye. Additional information was requested.